Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced across the septal. A perforation was observed, resulting in insufficient height. Therefore, the physician decide to remove the sgc and discontinued the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the reported failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported perforation resulting in failure to advance the sgc appears to be related to procedural conditions associated with sgc insertion. Perforation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced across the septal. A perforation was observed, resulting in insufficient height. Therefore, the physician decide to remove the sgc and discontinued the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.